Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station was in disconnected mode. A technical support specialist advised the customer to reboot the station to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system station was in disconnected mode. The customer reported that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.